Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc data was mostly within range. Along with replacing the rinse station tubing, the field service engineer (fse) checked the fluidic adjustments and replaced and adjusted a sample probe. After the service visit, the customer had no further issues. A general lot-specific reagent issue is not suspected as calibration and qc were acceptable. Since multiple service actions were performed, the specific root cause could not be determined. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 701 module. The initial result was 1.87 mmol/l. The sample was repeated as this result differed from the patient¿s previous ca2 result. The repeat result was 2.33 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The c701 module serial number was (B)(6). On (B)(6) 2025 the field service engineer (fse) performed preventive maintenance and replaced the rinse station tubing. The investigation is ongoing.